Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that versacross connect laac access solution was selected for use. It was mentioned that the device was broken. Thus, the device was replaced, procedure outcome is unknown. No patient complication was reported. The device is not expected to be return for analysis.